Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, during tissue dissection, the balloon would not inflate because the port leaked while the balloon was being pumped up at the scope site so the surgeon took scope out and put his finger over the hole continued to pump and once dissection was completed, removed balloon and continued as normal. There was no patient injury.